Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified side of the vein. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified side of the vein. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR. : fg sv/3.5-4/4t/40 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 1mm distal of the distal markerband. An examination of the balloon material and markerbands identified no other issues. The rated burst pressure for this balloon is 15 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device.